Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the device was in use with patient (time in use not provided) when the patient's blood oxygen saturation decreased to 20% spo2. The reporter stated that the decrease occurred because the shape of the 15mm connector was oval-shaped instead of circular and was not allowing a proper fit to the ventilator tubing. The reporter states that the tube was exchanged with the tracheostomy tube that was in use previously and the patient's ventilation returned to normal. No further adverse effects to patient were reported.

Manufacturer narrative:
An adult tts¿ aire-cuf® tracheostomy tube was returned for investigation. The device was returned with an additional tracheostomy tube. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).